Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot#: (B)(6); product ID: bi71000192; serial/lot#: (B)(6); (h2): device evaluation: h3: device evaluated by MFR; h6): analysis was completed for the drive rotor tractor that was returned. The reported complaint was unable to be confirmed. However, a motor isolation test was performed and it failed. The internal signal wires were shorted. There was an electrical failure with the drive rotor tractor. It was determined that the rotor drive assembly was faulty. Analysis was also completed for the standalone board that was returned, and the reported complaint was confirmed. Visual inspection showed components r1 and r19 were electrically over stressed. The analyst was unable to bench test due to over stressed component. It was determined that there was an electrical failure with the standalone board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000225, serial/lot #: rev. 1 : s/n (B)(4). The standalone board and the drive rotor tractor were returned to medtronic but were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that while a medtronic representative was on site, the system¿s standalone board failed. There was no patient present when this issue occurred.